Event description:
The facility's biomedical engineering department reported an infusion pump that "would not operate during patient code". According to biomed, the pump "currently will not infuse". The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis or status, medication involved, medical intervention, or set up of the infusion device.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. Two year review of the complaint history reveals no other reports have been received for this serial number for the reported issue.